Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated over-sensing due to non-physiologic signals/sic (sensing integrity counter), and criteria for the right ventricular lead integrity alert (lia) were met. 47 of 51 lifetime ventricle-sics are recorded beginning (B)(4) 2014, and a lia triggered on 2014-5-23 due to meeting the requirements for nonsustained (nst) tachycardia and ventricle-sics. There were 4 nst events of less than 220 millisecond ventricle-ventricle cycle recorded on (B)(4) 2014. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2011. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered, and forty-seven v-v short interval counts were observed. Four episodes of non-sustained ventricular tachycardia were recorded due to oversensing on the right ventricular (rv) lead. The rv lead was replaced. No patient complications have been reported as a result of this event.